Manufacturer narrative:
Inspected one opened/used enlite sensor and performed visual inspection and found sensor cannula retracted inside sensor base and found no broken cannula during analysis. Unable to confirm customer received sensor in said condition due to customer returned opened/used sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a "lost sensor" alert. Customer's blood glucose was 159 mg/dl. After troubleshooting, customer was asked to remove sensor, and it was found that there was no tip on sensor at all. Customer was advised that sensor would be replaced. No further information provided.